Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the pod was alarming.

Manufacturer narrative:
The device was received deployed. Corrosion was observed on the pcb. Download data shows that an 0x3d, step sensor asserted before wire driven, alarm was generated during pod operation. This alarm indicates that fluid leaked into the pod. Due to the presence of corrosion, the device was leak tested. An external tear was observed. This tear diverted fluid from the intended fluid path. It could not be determined when or how this damage occurred. The device was leak tested below the observed exposed tear and no other tears or leaks were observed. The source of the corrosion could not be determined.